Manufacturer narrative:
Examination of the returned instrument confirmed the tip is bent. Previous investigations found the cause is attributed to the raw materials used for this device were not relevant for the design requirements. Previous investigations found the material was changed to x17u4 at the plate junction and mx455 was changed at the tip via (B)(4). Depuy (B)(4) was closed and (B)(4) was created on january 11, 2011 and closed on june 11, 2013. The complaint sample was manufactured after the changes; first batch of new design is 5120205. No corrective action taken at this time, however, product development is in the process of looking at the design. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The rod for reaming guide holder is bent.